Event description:
During a catheter removal by the physician a 15cm fragment remained in the pt's leg (catheter ruptured). Child was moved to another clinic for removal. Approx 15cm was removed, the removed fragment was discarded. Catheter dressing was done in normal way.

Manufacturer narrative:
Although this malfunction occurred in 2011, it is being reported to FDA as a result of a (B)(4) audit observation regarding MDR reporting given to vygon (B)(4) on (B)(4) 2014. This complaint is not confirmed. The faulty sample returned was thoroughly examined. It was found that the catheter fragmented at 15 cm. Microscopic inspection showed signs of sever tensile elongation leading to tensile fracture. The fracture surface typically rough, which also hints to a severe tensile elongation, resulting in tensile fracture. The catheter tubing (code 35961.011, batch no. 041719) used for catheter assembly of this batch totally met its spec. This was the first complaint for batch no. 042720.